Event description:
During a closed chest case, the surgeon used the emr2 device to "aggressively manipulate the tissue" following the third ablation in the same area, which may have caused the tissue to tear. The pt was bleeding from the right pulmonary vein. The surgeon converted from a closed chest case to an open chest case in order to suture the tear. The surgeon indicated that he is not convinced that the emr2 device was responsible for the tear. There was no long term pt consequence.

Manufacturer narrative:
Evaluation summary - the device involved in the event was returned for eval. The sample was evaluated for functionality. The device had no damage or defects and there were no issues noted for the functionality of the device. Also, the device history record was reviewed and no anomalies were noted. See scanned pages.